Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. See h10.

Event description:
It was reported that hypoglycemia occurred during use with an unspecified bd ultra-fine needle. The following information was provided by the initial reporter, translated from portuguese to english: it was reported the patients blood glucose went from 130mg/dl to 40mg/dl and on (B)(6) 2021 it was 154mg/dl and went to 60mg/dl (normal range was not provided). Information regarding the corrective treatment and outcome of the event was not provided.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of birth: patient¿s birthday was not provided, (B)(6) was used based on age of patient. Medical device expiration date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that hypoglycemia occurred during use with an unspecified bd ultra-fine needle. The following information was provided by the initial reporter, translated from (B)(6) to english: it was reported the patients blood glucose went from 130mg/dl to 40mg/dl and on (B)(6) 2021 it was 154mg/dl and went to 60mg/dl (normal range was not provided). Information regarding the corrective treatment and outcome of the event was not provided.